Event description:
Event description guidant received information that this right ventricular (rv) and left ventricular (lv) lead had impedance measurements >2500 ohms, one day post-implant. After troubleshooting, it appeared that the rv lead in bipolar configuration (anode) was the culprit as the lv had been set up lv ring to rv ring.